Event description:
It was reported the aspiration needle had a "sheath-like object at the tip" that broke and fell off; a 1-2 cm piece fell in the patient and was retrieved. The issue occurred during a respiratory suction biopsy. A 1-2 cm piece fell in the patient and was retrieved. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer's final investigation. Updated fields: b5, d4 (lot number and expiration date), d8, h3, h4, h6. The device was evaluated and the reported allegation was confirmed. Additionally, the evaluation found the needle was bent, the hypotube and needle tube were bent, spiral pitch widening of the needle, and the pebax coating had peeling off the needle tube and buckled inside the sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the sheath broke off due to a component failure of the needle tube. The cause of the bent needle could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from customer that the procedure was a transbronchial needle aspiration (tbna) and the patient did not suffer any health problems due to the event.